Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, insomnia, anemia, fatigue and headache. Concurrent conditions included hemostasis, iron deficiency, anxiety, nausea, vomiting, anorexia, heavy periods, fatigue and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines"), menstruation irregular ("irregular periods,"), abdominal pain lower ("cramping") and headache ("headache"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (b(6) 2021. At the time of the report, the genital haemorrhage, dyspareunia, migraine, menstruation irregular, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstruation irregular and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: findings compatible with complete occlusion of both fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, insomnia, anemia, fatigue and headache. Concurrent conditions included hemostasis, iron deficiency, anxiety, nausea, vomiting, anorexia, heavy periods, fatigue and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines"), menstruation irregular ("irregular periods,"), abdominal pain lower ("cramping") and headache ("headache"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, dyspareunia, migraine, menstruation irregular, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstruation irregular and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: findings compatible with complete occlusion of both fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case category updated to serious incident. Reporter's information added. Medical history added. Removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.